Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. Several attempts were made to get further information and to confirm the complaint. The complaint could not be confirmed because the product was not returned and no further information could be obtained. In addition, an investigation was performed by the legal manufacturer based off of the limited information provided. 1. A review of similar complaints both at the specific facility and in general was performed with only a one similar complaints. This will be trended. 2. A review of the IFU was performed and it was confirmed the IFU gives instruction to inspect the endoscope connector. "Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. ' 4. A review of service records and repair records was performed. No repair information for the past year for the product was observed. Conclusion: a root cause could not be definitively identified. The most probable cause based on the reported event and the investigation performed is as follows. A communication failure may be due to water droplets or dirt adhering to the connector contacts on the scope side. The details of the problem were not definitively identified, however since it is thought that the device was able to be used normally after the b30 error temporarily occurred, it is conceivable that the b30 error occurred when the communication that was transmitting data from the scope side to the cv side cannot be completed normally when the scope was connected. This can occur when water droplets or dirt adhere to the scope connector contacts, and thus causes the communication to be temporarily hindered. It is highly possible that a b30 would occurred if these conditions were present.

Manufacturer narrative:
As part of the investigation, olympus followed-up with the user facility in an attempt to obtain additional information but with no results. The cause of the reported event cannot be confirmed, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed by the user facility via the after hours voice messaging system, that the evis exera iii video system center presented a b30 error message. There was no patient injury reported.